Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer entered the intended amount in the pump for the bolus; however, it ended up being too much insulin. The customer's blood glucose (bg) level was 50 mg/dl. Reportedly, the customer was incapacitated due to the low bg. The customer's husband provided assistance and the customer consumed carbohydrates to address bg. Recommendation was made to consult with healthcare provider regarding diabetes management.